Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer and fe reported intermittently the system failed to display an image. There is no report of injury or death associated with to this event.